Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026 the patient subsequently reported via email that the bleeding necessitated surgical intervention. Although specific clinical details are limited, at the time of the report, patient condition was unspecified. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.